Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised to replace the gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that there was no activity of flow control valve or gas flow when the avea ventilator is turned on. There are error messages of ext high ppeak (peak pressure), safety valve, circuit occlusion, apnea interval, "low peep (positive end-expiratory pressure), and low ve (minute ventilation). There is no patient involvement with this incident.